Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted from lvad clinic on (B)(6) 2019 for acute on chronic right heart failure in the setting of 20 lbs. Weight gain, exertional dyspnea and lower extremity edema. The patient was treated with dobutamine and IV bumex and the lvad speed was increased. The patient approached euvolemia and the lvad speed was gradually decreased back to 5300 rpm. On (B)(6) 2019 the patient was stable for discharge. There were no device issues or malfunction that might have caused or contributed to right heart failure. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported right heart failure and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The center reported that the patient was admitted from the lvad clinic on (B)(6) 2019 for acute on chronic right heart failure in the setting of 20 lb. Weight gain, exertional dyspnea, and lower extremity edema. The patient was initially treated with dobutamine and IV bumex and lvad speed was increased. As the patient approached euvolemia, the vad speed was gradually decreased back to 5300 rpm. On (B)(6) 2019, the patient was thought to be stable for discharge. No alarms were reported for this event. It was later reported that there were no device issues or malfunction that might have caused or contributed to the right heart failure. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information states upon admission on 07jan2019-09jan2019 that patient had renal failure and began dialysis.